Event description:
Intermittent catheter patient (user) reported he contracted a staph infection and experienced hematuria and blood clotting in the urine. There was no device problem reported. Patient underwent a cystoscopy recently to learn of his neurogenic bladder and upon beginning intermittent catheterization he experienced bleeding immediately. Patient is on cipro for staph infection and is feeling better. Patient stated he was using hm14 along with other catheter brands during the time period in which he acquired the infection.